Event description:
The customer's wife called to report that her husband was hospitalized for high blood glucose levels. The wife reported a blood glucose reading of 963 mg/dl. The wife declined to troubleshoot the insulin pump, stating that the doctor wanted it replaced. Advised that the insulin pump would be replaced per the doctor's request.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.